Event description:
On 05/12/1997 the account reported an erratic result of 400miu/ml for the bhcg assay, which was run on the axsym analyzer. On 05/14/1997 a second sample was received for the same patient and a result of 0.0 miu/ml was received. The first sample was retested and a result of 0.0 miu/ml was given. The reagent had last been calibrated on 04/19/1997. On 04/24/1997, an error code of 5013 was given by the instrument: loss of step of motor, vertical displacement of the probe arm, sampling unit. The probe was dismounted. The account was advised to change the probe. The customer information does not indicate if a probe calibration was performed after the probe was changed. No report of injury.

Manufacturer narrative:
Complaint investigation: complaint text states that error 5013 (motor step loss, probe up/down, sampling center) occurred on 4/24/97. According to the axsym systems operations manual (feb 1996), section 10, probe damage may have occurred due to a crash. The customer did not have a replacement probe in stock. "Damaged probes and incorrect positioning of the probe are probable causes for results being erratic, discrepant, and/or experiencing imprecision. Additionally, labeling states in the package insert, under limitations of the procedure, that results should be used in conjunction with clinical observations of the pt. As an add'l investigation, 12 months of data for total complaints against the axsym analyzer was reviewed. No adverse trends were found requiring further investigation. No corrective action required. Adequate labeling exists to minimize any associated risk to pt results. This is the final report.